Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire on the permanent cautery spatula instrument broke. An x-ray was conducted, and no injuries were reported. The procedure was successfully completed.

Manufacturer narrative:
The permanent cautery spatula instrument has not been returned for failure analysis. .

Manufacturer narrative:
Additional information was obtained from follow-up: a fragment fell into the patient during the task of dissecting and was retrieved during the same procedure. It was confirmed through endoscopic view that all fragments were retrieved. An x-ray was performed to check for debris, and no debris was found. A back-up permanent cautery hook instrument was used to complete the procedure robotically as planned.

Manufacturer narrative:
The permanent cautery spatula instrument was received and failure analysis found the instrument to have a broken monopolar yaw pulley at the posts. Broken piece(s) are not missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additionally, the instrument was found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have a broken conductor wire at proximal clevis. The instrument failed the electrical continuity test. No signs of thermal damage were observed.